Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock one day post implant due to oversensing via reduced intrinsic amplitudes an air bubbles. Technical services advised some programming options. There were no adverse patient effects. The system remains implanted. This device is in CAPA-(B)(4) emblem sense b noise.